Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller in doing so. The customer was advised that the pump could continue to be used and was instructed to call back if the malfunction code reappeared. The caller acknowledged and understood the guidance given.